Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 9mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
Reportable based on device analysis completed on 29jan2021. It was reported that the device was unable to cross the lesion. The 95% stenosed target lesion area was located in a moderately tortuous and severely calcified below the knee artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in a endovascular treatment (evt). During the procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure. However, device analysis revealed a balloon pinhole located approximately 9mm proximal of the distal markerband.